Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that patient was hypotensive. An extravasation was visualized post procedure. During an ablation procedure, a faradrive steerable sheath was selected for use. The patient arrived too lab with low blood pressure aggressively treated by anesthesia. Initial groin access was visualized utilizing ultrasound. An intracardiac echocardiography (ice) was preformed, visualized as normal. The faradrive sheath with a versacross connect was advanced into the body over an amplatz wire. In the process of trying to access the heart the versacross connect became detached from the handle and groin access was lost. Groin site was accessed again same side, a new faradrive sheath with versacross pigtail wire utilized this time to gain transseptal access. A farawave catheter and opal mapping system utilized to do ablation, ablation part of procedure went normally. The patient pressure was still low, being treated with pressors. Post procedure ice preformed, visualized as unchanged. The procedure was completed and the faradrive sheath was exchanged out for short 11fr sheath. An interventional radiology (ir) was called to perform a venogram to visualize the groin due to pressure issues/concerns. An extravasation was visualized and the ir physician placed a stent to treat the extravasation. The patient transported to intensive care unit in critical condition still on pressors. The next day patient condition was slightly improved, but still in critical condition. The device is not expected to be returned for analysis (disposed).